Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under the vibration box of the lifevest. Patient reports having the wounds prior to the lifevest and that the equipment is exacerbating the wounds. Patient reports that they are in a medical facility. There is no indication that the lifevest caused or contributed to the facility placement. There was no alleged device malfunction contributing to the irritation. The patient's physician placed gauze over the skin irritation. Follow up indicated the skin irritation improved.